Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for a pseudoaneurysm in the descending thoracic aorta using a gore® tag® conformable thoracic stent graft with active control system (ctag). When a dilator of a 20fr gore® dryseal flex introducer sheath was inserted via the right femoral artery, it could not pass through a bare metal stent that had been implanted in the right external iliac artery. The 20fr sheath was replaced with an 18fr gore® dryseal flex introducer sheath; however, the 18fr sheath also could not be inserted. The access site was then changed from the right to the left side. A 20fr sheath was inserted via the left femoral artery, but it could only be advanced 3¿4 cm from the artery. The catheter of the ctag was inserted into the 20fr sheath and was advanced outside the sheath from the midpoint. It became stuck around the proximal portion of the left external iliac artery. The sheath and catheter were removed once, and after ballooning was performed, they were reinserted and advanced successfully. After all devices were implanted, angiography of the access site revealed a suspected rupture in the distal portion of the left common iliac artery. A gore® excluder® aaa endoprosthesis (contralateral leg endoprosthesis) was implanted from the left common iliac artery (a leg of a y-graft) to the left external iliac artery. The patient tolerated the procedure well. It was reported that the 20fr sheath did not reach the portion of the suspected rupture. Therefore, the ctag catheter may be associated with the suspected rupture because it passed through the area without the sheath. The physician stated that the stent graft was implanted in the left iliac artery because, although the blood pressure was stable, angiography suggested a possible rupture of the access vessel. It was also reported that the diameter of the right external iliac artery, in which the stent had been implanted, was approximately 6.0¿8.1 mm, and the diameter of the segment from the left common iliac artery to the external iliac artery was approximately 5.0¿11.5 mm.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Emdr section h6, codes c19, d12, d15 updated to reflect results of investigation (removed c21, d16).